Event description:
Anastomotic leak post-op, left colectomy with low anterior resection 5/7/95. Pre-op irradiation, anastomosis checked at time of surgery with saline and air and revealed no extravasation at that time.